Event description:
Device returned with report of "lasts only 2 years in patient" and alarming. Catheter reported dislodged and occluded. Health care professional reported to manufacturer that device had been "infusing erratically". At each refill device had more residual volume than was expected and the patient was experiencing return of symptoms of condition. Device replaced. Catheter electively replaced by health care professional.